Event description:
Additional information received indicated the device was explanted to resolve the event. The patient was in stable condition.

Event description:
It was reported that low pacing impedance and high capture threshold resulting in loss of capture was observed on the device. The suspected cause of the event was a microdislodgement of the device. The patient is not pacemaker dependent and experienced no consequences due to the event. The device was reprogrammed to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported events of device dislodgment, failure to capture, and low impedance were unconfirmed. A visual inspection of the device revealed no anomaly on the helix. The helix length was measured to be within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomaly contributing to capture or impedance problem.